Manufacturer narrative:
Part not yet returned.

Event description:
An ent nurse reported that the screen on the fusion cart went blank at the end of a case. This event did not occur while pt was present.